Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported the sureform stapler 60 instrument had reversed motion. It went left when surgeon would turn right during the third firing attempt. There was an error message prior to the third firing attempt, the sureform stapler 60 instrument was removed and re-inserted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter on (B)(6) 2022 and obtained the following information: the reporter confirmed the instrument was inspected prior to use. The customer rotated the shaft prior to putting a load on the stapler and engaging the instrument on the universal surgical manipulator (usm). The stapler instrument moved unexpectedly upon engagement and would move left when surgeon's hand move to the right. The surgery was completed with a back-up instrument with no issues, no re-draping was required. The customer is unwilling to disclose patient demographic information.

Manufacturer narrative:
Based on the claim against the product by the customer noting reversed motion, and would go left when surgeon would turn right, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed, which did not replicate or confirm the customer reported event. Visual inspection of the instrument found no physical damage at the distal end. The housing was removed from the back end, no obvious damage was observed. The instrument was installed onto an in-house system and passed initialization on three different installations. The instrument moved intuitively with full range of motion in all directions, no reversed motion was observed. The jaws opened and close properly. The instrument clamped, fired and unclamped successfully. The instrument was fired using a green 60 reload. Review of the logs could not confirm any failures related to the reported instrument. Additional observations found by failure analysis that was not reported by the site revealed that the manual articulation of the main tube/shaft had friction or resistance during rotation. The difficulty of manual articulation is caused from the main bushing with the housing being out of specification. A review of the device logs for the sureform stapler 60 instrument (part# 480460-09/ serial# (B)(4) associated with this event was performed. Per this review of the logs, the sureform stapler 60 instrument was last used on (B)(6) 2022 via system rsk8123 for a sleeve gastrectomy procedure. There were 2 fires used during the surgery. This is a single-patient use instrument. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The sureform 60 stapler instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. A failure mode investigation (fmi) for this issue was completed. No additional actions are currently required given that this issue will continue to be tracked. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.